Manufacturer narrative:
H6: impact codes, device codes: corrected.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for the intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the ilab malfunctioned; it could not be turned on during use. The procedure was not completed due to this event and was rescheduled. The patient was stable, and no complications were reported. It was further reported that only the imaging procedure was cancelled due to the ilab issue, but the patient was treated as planned. The patient was sedated with local anesthesia.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for the intravascular ultrasound (ivus) examination of the target lesion. During the ivus procedure, the ilab malfunctioned; it could not be turned on during use. The procedure was not completed due to this event and was rescheduled. The patient was stable, and no complications were reported.